Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports nearing the end of treatment, the bottom teeth are still quite crooked and concerned they may have worsened. The crowded bottom teeth feel quite loose, sensitive, tight, painful at times, and as though they may have chipped or become worn thin. One of the upper teeth appears to have a chip or have a groove. Otherwise pleased and if the provider determines the teeth can be further straightened, would like to continue.